Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, and the indicator window of a 7f exoseal vascular closure device (vcd) was not discolored in the retraction process at a 60-degree angle, and the plug release failed. Manual compression was used for hemostasis. There was no reported patient injury. The doctor obtained the certification to use exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally they hand pulled the guide wire ring and found that it could change color, and the plug expansion button could be pressed. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, and the indicator window of a 7f exoseal vascular closure device (vcd) was not discolored in the retraction process at a 60-degree angle, and the plug release failed. Manual compression was used for hemostasis. There was no reported patient injury. The doctor obtained the certification to use exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally they hand pulled the guide wire ring and found that it could change color, and the plug expansion button could be pressed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU. An unknown 8f 11cm short sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction, and when the device was removed from the patient, the indicator wire loop was deployed and visible. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. No additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful plug deployment during the analysis. The exact cause of the issue experienced could not be conclusively determined during analysis, especially since the condition of the device returned did not match the event reported. The event reports that the device was manipulated post procedure with window transition and lever depression. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are likely since a 60 degree angle was used for insertion. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, and the indicator window of a 7f exoseal vascular closure device (vcd) was not discolored in the retraction process at a 60-degree angle, and the plug release failed. Manual compression was used for hemostasis. There was no reported patient injury. The doctor obtained the certification to use exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally they hand pulled the guide wire ring and found that it could change color, and the plug expansion button could be pressed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU. An unknown 8f 11cm short sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. No difficulty was encountered when connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction, and when the device was removed from the patient, the indicator wire loop was deployed and visible. The device is being returned for evaluation.